Event description:
It was reported that during surgery, the mobi-c implant disassembled while adjusting the position in the disc space. There was no reported patient harm or additional impact to surgery.

Manufacturer narrative:
The implant was returned disassembled without the peek cartridge. Retention feature failures of this nature have previously been attributed to clinicians performing lateral/rotational movement while inserting or adjusting in the disk space, incorrect sizing of the implant, inadequate distraction, and/or inadequate preparation of the of the disc space. Since the peek cartridge was not returned, and without intra-op images, the exact cause cannot be conclusively determined. A review of the DHR did not find any issues which would have contributed to this event.

Manufacturer narrative:
This medwatch is submitted to send the initial report. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Investigation still in progress. Conclusion not yet available. Device not returned yet.

Event description:
Mobi-c p&f us : disassembled during correction of placement. According to the reporter: during implantation and attempted placement correction, the mobi-c implant came off the peek inserter. Product removed. Another implant of the same size was used. No harm to the patient. It was also reported by reporter on january 24th 2019 : the patient is fine. The product will be returned. No delay sup to 30 min on surgery reported. About surgical technique : the depth stop was set initially at zero. Implant properly loaded on inserter. Disc space was under distraction. The surgeon encountered a little resistance while inserting prothesis but not more than normal. The reporter mentioned that the device has been inserted a little off center and at an angle. When the surgeon attempted to correct the angle and midline, the implant disengaged from the peek inserter. No difference in surgical steps between the first and second implant. Mobi-c distraction forceps were not used during surgery - only caspar distraction. Investigation still in progress.